Event description:
It was reported that an unspecified alarm occurred. Reportedly, the malfunction alarm was cleared, and customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 450 mg/dl.